Event description:
The affiliate alleged the customer reported low fasttsh (thyroid-stimulating hormone) result, which did not correlate with thyroid-stimulating hormone (tsh) assay, involving unicel dxi 800 access immunoassay system. This is report number two of two referencing system serial number 601081. The result was discordant to an alternate methodology, which produced a result that was reported to the physician. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter, inc. In (B)(4) with the patient sample for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The sample was drawn in a bd serum separation tube (sst) 13x100 mm and was centrifuged at 3,000 rpm (rotations per minute) for 10 minutes. The sample was processed immediately upon arrival. Quality control was in range prior to the event. A system check performed on (B)(6) 2008 was within specifications. Testing at the beckman coulter customer product line support (cpls) laboratory confirmed the existence of a patient source interferent for the sample received from the customer. The interference seems to only affect hypersensitive thyroid-stimulating hormone (htsh) assay. The interference affecting the hypersensitive tsh assay likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-02985.